Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag had a scale marking issue. The following information was provided by the initial reporter: "it was reported that the syringe scale markings are defective. Pet owner stated these concerns with the ultra-fine 6mm insulin syringe: some of the syringes have 1 dot, some syringes have 2 dots and some have no dots at all. Stated some of the unit scale line markings are closer to the top of the syringe then others. Concerned with where the medication and the plunger rod specifically go. Concerned with under medicating or over medicating cat. Reported she did speak with vet and pharmacist and is unable to get a clear answer. Advised to contact healthcare professional or pharmacist regarding dosage."

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9308363. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that syringe 0.3ml 31ga 6mm whole unit 10bag had a scale marking issue. The following information was provided by the initial reporter: "it was reported that the syringe scale markings are defective. Pet owner stated these concerns with the ultra-fine 6mm insulin syringe: some of the syringes have 1 dot, some syringes have 2 dots and some have no dots at all. Stated some of the unit scale line markings are closer to the top of the syringe then others. Concerned with where the medication and the plunger rod specifically go. Concerned with under medicating or over medicating cat. Reported she did speak with vet and pharmacist and is unable to get a clear answer. Advised to contact healthcare professional or pharmacist regarding dosage."